Manufacturer narrative:
Results: the neuron max was kinked approximately 9.5, 72.0 cm from the hub. The neuron max was ovalized approximately 29.0, 56.0, 74.0, and 78.0 cm from the hub. The neuron max was kinked approximately 9.5, 72.0 cm from the hub. The neuron max was ovalized approximately 29.0, 56.0, 74.0, and 78.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed that the device was kinked and ovalized. If the device is forcefully advanced against resistance, damage such as a kink may occur. Further evaluation of the neuron max revealed that the device was ovalized. If the device is forcefully gripped or pinched during handling, damage such as ovalization may occur. Some of this damage was likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. The sheath identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the tip of a neuron max 6f 088 long sheath (neuron max) became kinked as the physician attempted to advance it through a sheath. The damage to the neuron max occurred prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max and the same sheath.